Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the mildly calcified common femoral artery was attempted with two proglide devices using the pre-close technique over a supracore 190cm wire via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, mild resistance was noted when the second proglide device was being advanced over the supracore guide wire. The second proglide device was removed (undeployed) in exchange for the 6f sheath and the supracore guide wire was removed. Upon removal of the supracore guide wire, damage to the coils of the floppy tip was noted, possibly stretched coils. The damaged supracore was replaced with a new supracore 190 cm guide wire, the sheath was exchanged and the suture of the second proglide device was successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and second proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.